Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that over a year following bilateral cataract extractions with intraocular lens (iol) implant procedures, glistening's are noted on the iol. The patient has reported seeing a prism type figure in the corner of the eye. The patient also experiences allergies now and then and uses artificial tears when this occurs. The patient also had yag laser capsulotomy and laser for vitreous hemorrhage. Vitreous floaters were noted on an examination. There are two medical device reports associated with this patient. This report is associated with the right eye.